Event description:
Per journal article: "does crural repair with biosynthetic mesh improve outcomes of revisional surgery for recurrent hiatal hernia?" The aim of this retrospective, comparative study was to examine 10-year experience with recurrent hiatal hernia repairs comparing safety and efficacy of simple suture crural repair versus crural augmentation with a biosynthetic absorbable mesh. In the period of september 2012 to december 2022, out of 104 patients, 60 patients (57.7%) underwent mesh-reinforced cruroplasty with implant of phasix st mesh and 44 (42.3%) underwent simple suture cruroplasty (no mesh group). In addition to cruroplasty, most of the patients (91%) underwent a toupet fundoplication. According to the article, in the median postoperative follow up time of 55 months in 21 patients (20.2%) were diagnosed with recurrent hiatal hernia in which 10 patients (16.7%) were in the mesh group. Redo surgery was necessary in 5 patients in which 2 patients (3.3%) were in the mesh group. It was concluded that the selective use of biosynthetic mesh may protect from early recurrence and may be beneficial to reduce re-herniation in the very long-term follow-up post laparoscopic revisional surgery for recurrent hiatal hernia.

Manufacturer narrative:
Based on the information available, no conclusions can be made. The information obtained is limited to the article. The article concluded that the selective use of biosynthetic mesh may protect from early recurrence and may be beneficial to reduce re-herniation in the very long-term follow-up post laparoscopic revisional surgery for recurrent hiatal hernia. Hernia recurrence is a known inherent risk of hernia repair surgery. The adverse reaction section of the instructions-for-use, supplied with the device identifies hernia recurrence as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-sep-2012) is provided as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned